Manufacturer narrative:
In this incident, patient experienced a burn and erythema on the bikini area following a hair removal procedure with the icon's max r ipl handpiece. This resulted in the patient having medical intervention at a burn clinic and receiving medication cream for post treatment care. It was determined that the treatment did not follow the clinical reference guidelines, therefore user error was involved. In addition, the operator performed the procedure too close to an existing tattoo. The clinical reference guide was not followed as it cautions: "caution: avoid treating within one inch or directly over any tattoo or permanent cosmetic makeup/tattoos. Doing so can result in skin damage or ink color changes". Patient is now doing well from the incident. Burns/erythema are expected side effects from such hair removal treatments, however this event is reportable because the patient had medical intervention.

Event description:
Patient had medical intervention following a hair removal procedure.